Manufacturer narrative:
The information received from the affiliate states that after deployment the first stabilizer wire could not be retracted back through the outback cannula as it became stuck on the needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on the end of the wire had come off. After removal of the wire the outback was prepped again and another stabilizer wire was advanced through but again the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any portion of the first wire used remained in the patient and the physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The product was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00124 and 9616099-2012-00527.

Manufacturer narrative:
The information received from the affiliate states that after deployment the first stabilizer wire could not be retracted back through the outback cannula as it became stuck on the needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on the end of the wire had come off. After removal of the wire the outback was prepped again and another stabilizer wire was advanced through but again the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any portion of the first wire used remained in the patient and the physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The outback was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification. One non sterile stabilizer was received in a plastic bag. The entire distal tip section was bent; evidence of coating separation was observed at approximately 2cm from tip end. The bent condition found in the coil could be related to the shipping and/or storage of the sample. The coating separation condition was analyzed under sem and results revealed that coating deformation (accordion-like condition) can be observed through the circumference of the coating, also a section presented elongation; both characteristics suggest possible pulling or stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as: 'coating-separated' was confirmed owing to the observed conditions. According to the observed conditions, it is possible that a pulling/ stretching event could be related to the separation condition on the coating. As stated on the event description: 'the first stabilizer ((B)(4)/ lot 70311645) wire could not be retracted through outback cannula after deployment as it became stuck on needle. Once outside the patient the wire was removed from the catheter and it appeared that the coating on end of the wire had come off,' according to this information, it is very possible that the coating separation condition had been caused during procedure. Moreover, a bent condition was observed on the coil tip; however, they could be related to the shipping and/or storage of the sample. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00124 and 9616099-2012-00527.

Event description:
The information received from the affiliate states that the first stabilizer wire could not be retracted through outback cannula after deployment as it became stuck on needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on end of the wire had come off. After removal of the wire the catheter was prepped again and another stabilizer wire was advanced through the same catheter but the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any of the first wire used wire remained in the patient. The physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The two wires will be returned for analysis. The outback was discarded. The product was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00124 and 9616099-2012-00527.